Event description:
Home patient (hp) contacted baxter's technical service center for assistance prior to initiating apd therapy. Hp reported they accidentally contaminated the patient connector on their homechoice set while connecting. Technician assisted hp in ending therapy. The setup was replaced and therapy was completed without incident. No patient injury or medical intervention reported per hp.